Event description:
The customer reported that only half of the live image was displayed on the monitor. The top half of the image was black. The field engineer reported that the images were not usable. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor and display adaptor boards. The system operates as intended.